Manufacturer narrative:
The device was returned to zoll medical (B)(4). The malfunction was duplicated and the device's front enclosure assembly was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device intermittently powered up. Complainant indicated that there was no patient involvement in the reported malfunction.